Event description:
It was reported that there was a "defect of catheter at blue part, area of blood leakage".

Manufacturer narrative:
The device involved in the event was not returned for eval. Record review, a review of the mfg records indicated that all device specs and quality requirements were satisfied. Without examination of the device involved in the event, we are unable to determine the cause or factors which contributed to this event.